Manufacturer narrative:
H10: the biomedical engineer (bme) replaced the power management (pm) printed circuit board assembly (pcba) once it was made available. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.

Manufacturer narrative:
E1: reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).

Event description:
Philips received a complaint from customer biomed reporting the v60 ventilator was not working properly. The device was not in clinical use. There was no report of harm. The biomedical engineer (bme) evaluated the device and reported the liquid crystal display (lcd) was not working. The bme concluded the issue was due to a power management (pm) printed circuit board assembly (pcba) failure and requested the part for repair. Investigation is ongoing.